Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve; however, a leak was observed from hemostatic valve. Therefore, the sgc was removed and the procedure was successfully completed with a new sgc. There was not air leak in the patient. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.